Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the left ventricle lead exhibited a low pacing impedance. No intervention was performed. There were no patient consequences.